Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported on (B)(6) 2016 that high impedance was seen on the patient's m103 device with a system diagnostics value of 6795 ohms. The patient's vns system was implanted on (B)(6) 2015. Design history review for the lead was completed on 01/21/2016 and the lead passed all functional specifications prior to distribution into the field. The patient had no trauma prior to the high impedance being seen. The physician suspects there was a gradual rather than sudden increase in impedance. Ap and lateral x-rays of the chest and neck were reviewed on (B)(6) 2016. Four images were provided for review. Two lateral chest and neck and two ap chest and neck. A large portion of the lead and the entire generator were visible. It could not be determined if the connector pin was fully inserted in the generator due to the angle of the images. The filter feed-thru wires were intact. The generator appeared to be placed normally. Based on the images provide, the cause of the high impedance may likely be a lead fracture from the wire being coiled above the generator site. Also the presence of a micro-fracture in the lead and/or the lead pin not being fully inserted cannot be ruled out. Replacement surgery is likely but has not occurred to date.

Manufacturer narrative:
(B)(4)